Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information was requested and the following was obtained: when the pouch tore, did the pouch separate from device? Unknown. What was being performed when the malfunction occurred? Lap chole. What specimen was being removed from the patient? Gall bladder. What was the size of the specimen? Unknown. Were there any difficulties deploying the bag? Unknown. Please specify at what point the pouch broke? Prior to or during removal? During removal. Did any contents spill into the patient? Yes. Did retrieval of device alter the procedure or post-op patient care? Please explain. Had to open second device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch tore. It is unknown how the case was completed. There were no patient consequences reported.